Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high flow insufflator gas supply stops during gas supply operation when connecting to the hospital pipeline during service / maintenance (not in a clinical setting).